Event description:
It was reported that there was a connector block issue. The lead would not secure into the connector block of the implantable neurostimulator (ins). It was stated that there was a potential screw malfunction. The doctor tried from 10 minutes to no avail. A new screw driver was also used, but that did not help the issue. A new ins was used in the patient and it was stated that the patient did not experience any detrimental effects and was receiving "good" therapy.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the connector block was out of alignment. The #0 connector block was not completely seated in the ins port, causing the setscrew to be misaligned with the grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).